Event description:
It was reported that this electrode exhibited inappropriate shocks and presented to the hospital. The device was interrogated and noise was seen, which was attempted to be reproduced with the patient doing shoulder movements. Noise was seen in the primary and alternate sensing vectors as well as the secondary sensing vector. No adverse patient effects were reported. A technical review was pending and the lead remains implanted.

Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this electrode exhibited inappropriate shocks and presented to the hospital. The device was interrogated and noise was seen, which was attempted to be reproduced with the patient doing shoulder movements. Noise was seen in the primary and alternate sensing vectors as well as the secondary sensing vector. No adverse patient effects were reported. Technical services (ts) reviewed the provided data and discussed possible next steps for this case. Ts requested captures of the noise in question to be analyzed as this was not provided and discussed following postures/movements to test the noise sensed by the system. The electrode remains implanted.